Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The testing of the returned device showed the device gave a "service due alarm- 26"; this alarm type indicates the real time clock battery required replacement. Once this component was replaced the device functioned as expected.

Event description:
It was reported that the device gave an alarm of "service due 26". No adverse effects to patient reported.